Event description:
A diabetic pt had a stage IV pressure ulcer with little exudate & an exposed tendon on the dorsal part of the foot. Wound dressing was placed in the wound & was covered with a gauze pad. The wound completely dried out & the tendon became non-viable.